Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg became inoperable. The ipg was explanted and replaced. The patient's stimulation was restored and the issue was resolved.